Event description:
During an sij fusion procedure on (B)(6) 2018, the cutting element tip of decorticate # 3 (zyg-10123) broke off during decortication of the joint. The bdm reported aggressive use by the physician and that the decorticate tip was advanced more than the one click at a time described in the surgical technique guide. The tip fragment was not retrieved as the physician determined it was safe to leave it in the joint space.